Event description:
Laparoscopic assisted vaginal hysterectomy with use of staple gun. Pt returned to surgery due to post-op bleeding of uterine arteries. After returning to or, bleeding noted from malformed and partially disrupted staple lines.